Event description:
It was reported the depth gauge needle broke off in the wash. There was no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. No service history review can be performed as this is a lot controlled item.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a service history review was performed. The customer reported the gauge needle was broken. The repair technician reported the sleeve was missing. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 11-aug-2014. The evaluation was confirmed. A product evaluation was performed. The investigation of the complaint articles has shown that the: one depth gauge (part # 319.006) was returned with complaint category of ¿tip broken procedural step unknown¿. The depth gauge is part of 2.4 mm variable angle lcp distal radius system, the compact hand/modular hand system, and is used to measure the depth of the holes for the 2.0mm/2.4mm screws to ensure the correct screw length is used during the procedure. The information is provided per the 2.4 mm variable angle lcp distal radius system technique guide (B)(4). The returned depth gauge (lot # 5236349) was manufactured on may 2006 and is approximately 8 years old. The depth gauge was received with only the body (p/n 319.006.4) and the slider (p/n 319.006.5). The needle was not returned since based on the returned body it is evident that the needle (p/n 319.006.3) was sheared off during the cleaning process as mentioned in complaint description. Additionally, to further reduce the risk of accidental breakage, a protective sleeve is included with the device that threads onto the nose piece and protects the needle when not in use. It cannot be determined if it was used as recommended. The true root cause for this complaint is unknown. The design is adequate for its intended use ((B)(4)) and did not contribute to this complaint condition. Therefore, this complaint is invalid from a design perspective. Service history review: the customer reported the gauge needle was broken. The repair technician reported the sleeve was missing. The item is not repairable. The cause of the issue is unknown. The evaluation was confirmed. The manufacture date of this item is 11-may-2006. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.